Event description:
It was reported that the ideal sized xia screw was not available intra-operatively, and that an es2 screw and a larger xia screw were implanted instead. The procedure was completed successfully with no surgical delay and no adverse consequences to the patient. This report captures the es2 screw.

Manufacturer narrative:
The device catalog number was confirmed to be 482802650. Corrected data: g1

Event description:
It was reported that the ideal sized xia screw was not available intra-operatively, and that an es2 screw and a larger xia screw were implanted instead. The procedure was completed successfully with no surgical delay and no adverse consequences to the patient. This report captures the es2 screw.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
It was reported that the ideal sized xia screw was not available intra-operatively, and that an es2 screw and a larger xia screw were implanted instead. The procedure was completed successfully with no surgical delay and no adverse consequences to the patient. This report captures the es2 screw.

Manufacturer narrative:
The device catalog number could be either 482802650 or 482804655. The record will be updated if more information is received.